Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. Internal and external inspection was performed and no issues were noted related to the reported problem. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 21:35:30. During night drain cycle six, the patient's ultrafiltration reading was 1547ml, indicating the patient drained 1547ml more than their maximum programmed fill volume of 2500ml. No additional information is available.